Manufacturer narrative:
Date of event: date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that approximately 2.5 - 3 months prior to report, the patient saw the por screen on their programmer. The patient was able to clear this screen using the manual, however the patient felt like their device was not working as well as when they first had it, and this started around the same time as the por message. The patient mentioned back pain, but it was confirmed they were talking about their chronic back pain. It was confirmed that the patient's ins was on, and the patient was recommended to follow up with their healthcare provider and manufacturer representative if adjusting stimulation does not help. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.